Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 6 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 267 allegations of a malfunction, 143 pumps were returned to animas and investigated. Of the investigated pumps, 140 were found to be malfunctioning due to battery compartment and battery cap damage. During investigation for unrelated allegations, there were 4 additional power - damage failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 267 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-305 pounds and between 3 and 82 years of age. Of the reported patients, 137 were male, 126 were female, and 4 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 115 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there were 2 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 1 instances of power - damage failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.